Event description:
It was reported that a malfunction occurred on the pump, specifically indicated by a malfunction code and a fault ID. There was no reported impact to the customer¿s blood glucose level; however, the customer declined to answer if the level exceeded a certain threshold. The customer's pump was under warranty, and technical support arranged for a replacement pump equipped with updated software. Instructions were provided on returning the faulty pump and preparing the new pump, with the caller acknowledging and understanding all guidance.